Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "bad speaker" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the speaker which was not fully seated within speaker post and not adhered at all glue points. The rear case is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was having bad speaker found during testing in the biomedical service department. There was no patient involvement. No additional information is available.